Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was returned to fph in (B)(4) for investigation. The chamber was visually inspected for the reported damage. Results: a vertical crack was observed around the base of the chamber dome next to the bracket. A stressmark was also found around the dome near the base. Conclusion: our previous investigations on similar complaints revealed that cracks on the chamber dome can be due to the application of excessive pressure. The integrity of the chamber can be affected when pressure exceeds 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - set appropriate ventilator alarms - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure.

Event description:
A healthcare facility in (B)(6) reported via a distributor that they found water leak from the mr290 humidifier chamber dome during use. There was no reported patient consequence.